Manufacturer narrative:
Based on the claim against the product by the customer noting errors c-83 and m-02 on the erbe, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem and replaced the erbe to resolve it. The system was tested and verified as ready for use. The erbe esu has not yet been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the customer experienced errors on the erbe electro surgical unit after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the customer experienced errors c-83 and m-02 on the erbe electro surgical generator (esu). The procedure was completed with no reported injury.

Manufacturer narrative:
The integrated electro surgical unit was returned in good condition. The reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments. M-b0 errors appeared on energy activation.

Event description:
Refer to h10/h11 for follow-up information.